Event description:
Patient having a colonoscopy and was found to have an avm in the cecum. A grounding pad was applied to the patient's right buttock and then connected to the argon plasma coagulation (apc) unit. Settings on apc were the manufacturer's default settings. When the apc was fired, the patient's body was observed by the md and the scrub tech (st) to twitch. Md again fired the apc and the patient's body was observed by rn, md, & st to twitch. The grounding pad was relocated to the right flank area and again apc fired with the same body twitch noted in patient. The pad was completely removed and replaced with a new pad and a new location, the right anterior thigh. All connections were checked, the patient had no jewelry, or metal implantable devices, yet when the apc was again fired, the patient's body twitched. The apc was not used any more on the patient. Post procedure the patient's body was thoroughly inspected from head to toe for any burns and none were noted. During the entire procedure, the patient's heart rhythm never changed from a sinus and vitals remained stable. No patient harm.